Manufacturer narrative:
Investigation is completed to date. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted the day after implant. The cardiac resynchronization therapy defibrillator (crt-d) revealed a loss of capture, impedances greater than 2000 ohms, diaphragmatic stimulation and there was also allegation of lv dislodgement. Three lead revision procedures were unsuccessful and there was report of difficult venous access. During one of the revisions, the lead had been possibly cut by the physician as there was a flap. It was reported that the patient will be put on coumadin with intent of a future lv lead implant. The explanted lead will be returned for analysis and the crt-d remains in-service. No adverse patient effects were reported.